Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, with a recently implanted (crt-p) system, presented for follow-up due to syncope. It was observed that the right ventricular (rv) lead displayed loss of capture at maximum outputs in the bipolar configuration and increased capture at 5.5. Volts at 1 ms in the unipolar configuration. An x-ray showed the lead had pulled back slightly. While there were no stored episodes in the arrhythmia logbook it was suspected that there was some pacing inhibition. The device was programmed voo unipolar with outputs of 7.5 volts at 1 ms and the patient went home. The following day, the rv lead was repositioned without complications. No additional adverse patient effects were reported and the system remains in service.